Manufacturer narrative:
(B)(4). This report for a low drain volume alarm (ldva) occurred during initial drain was not confirmed due to a lack of sample. No root-cause has been determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A home patient (hp) contacted global technical services regarding a low drain volume alarm that occurred on the home choice (hc) unit during initial drain. The hp stated there was air in the patient line. The technical service representative (tsr) assisted the hp with end therapy and starting over with new supplies. Product surveillance contacted the hp regarding the reported problem. The hp confirmed they started over with new supplies. The lot number was unknown and the supplies had been discarded. . The hp has continued therapy no injury or medical intervention was reported as a result of this incident.